Manufacturer narrative:
The device has been received for analysis. During product analysis the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the reported allegation. The allegation was unable to confirmed, and no evidence or abnormalities were seen during the analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the flush port stopped working and was no longer dripping when attached to a syringe flush, even with a forceful flush. The device was not replaced. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the flush port stopped working and was no longer dripping when attached to a syringe flush, even with a forceful flush. The device was not replaced. No patient complications were reported. The device is expected to return for laboratory analysis.